Event description:
Pt was undergoing ect treatment for depression. The physician cleaned the skin with a gel, then wiped the area clean with normal saline. M.d. Then placed the disposable electrode pad to the pt's temple. Therapy was initiated, and the smoke was noted to be coming from the disposable ect pad. Treatment was stopped, and a third degree burn was noted at the site of the pad. The investigation revealed that there was a practice of reusing the disposable electrode pads. The pads were labled with the pt's name, and re-used on the pt only. The pads in question had used several times prior to this event. A change in practice to single use only has been effected.